Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed,de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The left anterior descending artery was predilated with a 12mm x 3.00mm apex balloon with nominal pressure when it ruptured on the first inflation. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).